Event description:
Customer reported that pump had shut down unexpectedly. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.